Event description:
Olympus was informed that toward the end of a diagnostic cystoscopy procedure, the tip of the cysto-nephro videoscope broke off and fell inside the pt's bladder. The procedure was successfully completed. The broken piece was not retrieved. However, it passed naturally through the urethra. No pt injury was reported.

Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional info or if the device is received at a later time, this report will be supplemented.